Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event, the patient was treated with vancomycin (1gm, discontinued, route and frequency were not reported) and ceftazidime (1gm, discontinued, route and frequency were not reported) for the event. One day after the event onset, the patient was hospitalized for the event and was discharged 11 days later. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.